Manufacturer narrative:
The investigation for vascular damage and thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H6 component coded added 925.

Event description:
The patient was suspected to have a gastrointestinal bleed and exhibited bleeding from the right groin impella closure sites. Vascular surgery assessed the patient that morning and placed additional sutures.

Manufacturer narrative:
Additional information was provided in sections b5 and h6. Pump was not returned for investigation. A complex dissection was observed in the distal transverse arch extending into the descending thoracic aorta. Additionally, there was an 11 cm thrombus associated with both the impella and the dissection flap. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided. As the necessary information was not provided, the root cause of the thrombus and access site bleeding was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 66-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. Patient CT angiogram revealed a complex dissection in the distal transverse arch extending into the descending thoracic aorta. There was a large 11 cm thrombus associated with the impella as well as associated with the dissection flap. The thrombus began in the distal transverse arch and extended into the descending aorta. The pump was subsequently removed and an impella 5.5 was placed for ongoing support.